Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was 284 mg/dl. Reportedly, multiple supply changes were performed to address the issues; however, the issue persisted, and the customer reverted back to an alternative method of insulin therapy.